Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep).it was reported that the recharging issue has not been resolved. The patient is still reporting the very limited range of communication between the patient controller and the ins. The patient has requested to have the battery replaced and has since sent a referral to doctor office for the replacement.the product has received the referral for the replacement from the patient's pcp, however the replacement has not been scheduled. Any information on submitting a warranty claim would be greatly appreciated.and the information is received from the physician.

Event description:
Rep called back to follow-up on the case. The caller indicated that the patient has had all recharging equipment replaced and is still having the same issues communicating with the ins. The caller had attempted to connect to the ins during the appointment today and indicated that the ins loses telemetry when the programming device is about 1.5 feet away from the ins. The patient remote and the clinician tablet were doing the same thing, losing connection to the ins when they are moved more than 1.5 feet away from the ins. The ins is in the left flank and the rep indicated that the device is very superficial, they were able to feel the device. The caller attempted to connect to the ins for a charging session with the controller the distance of the recharger cable away from the ins, but within line of sight according to the rep. The controller displayed the no device found message. The caller moved the controller within 12 inches of the ins and pressed the retry button on the controller screen. The recharging sessions started successfully and coupling status was excellent. The caller moved the controller away from the ins with the recharger remaining over the ins, the recharging session remained active but after a few minutes the controller displayed the no device found message. The rep created a mdt file and will send the mdt file and logs for further review. Case was reopened to attached the mdt and log files provided by the rep. Case re assigned to tss. Tss forwarding mdt and log files to engorging.

Manufacturer narrative:
B5 and h6 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturing representative (rep). Rep reported that the cause of the no device found message was still unknown. Manufacturing rep stated that they spend a significant amount of time troubleshooting this message, and they were repeatably able to lose telemetry and trigger the no device found message by moving the controller beyond 12-18 inches from the implantable neurostimulator. The only way to resolve the no device found message was to bring the controller within 12-18 inches of the implantable neurostimulator. It was determined that if patient kept the controller in this range during adjustment and recharging, telemetry is not lost and the message does not appear. Rep reported that issue has not been resolved yet and that original devices have been replaced. Rep was able to repeat the no device found message with a spare controller, rep called technical services during appointment with patient and was told that it was likely an implantable neurostimulator issue and all other components have been replaced. Rep reported that patient expressed frustration with this as it has made recharging and adjusting stimulation intensities much more cumbersome. He cannot hold the controller at a comfortable distance when using it for recharging or adjustments, and has said he wants the ins replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturing representative (rep). Rep reported patient contacted them today asking if there were any updates, as pt is frustrated with the added difficulty of recharging due to the limited range of communication between the controller and the ipg and reiterated he would like the device replaced.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt).it was reported that restarting the device helped for a while, after sometime they were getting the no device found message again after meeting the hcp. The issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are getting no device found message on the controller screen when they plug the recharger into the controller for about 4 days. Patient stated they get passive recharge screen when they try to charge the ins. Agent asked patient to connect with controller and controller showed no device found. Patient stated they are at work and did not have the belt /rtm devices with him. Patient service reviewed meaning of the message and recommend patient call back with all the external devices for assistance with troubleshooting. The issue was not resolved. Patient will callback with all the devices. Pt called back in with their recharger. Pt reported yesterday they had 60% recharge on the implant, but they could not find the implant with the controller not connected to the recharger. When the controller was plugged into the recharger they were still unable to find the device. Pt attempted to go through passive recharge mode. They had 94-94-94 display. The green light was flashing. Pt did not advance past passive recharge mode. Agent sent an email to repair to replace the controller. Pt called back stating they received replacement controller from this case but, they are still having the 'same problem'. Pt stated they did complete the pairing process. Pt noted that the back cover is harder to take off than the other one. Agent had pt reset controller and then pt saw set up for implant screen. Pt connected the recharger and saw no device found. Pt entered passive recharge mode and saw middle number at 97-98; pt pulled the paddle away from the ins and the middle number did drop. Pt was in passive recharge mode for ~ 15 minutes but, screen would not advance to the batteries screen while on the call. Pt then saw unable to recharge [74] screen. Pt stated that 2 days ago, the ins battery was at 60% and then yesterday 'it popped up' the batteries and pt saw ins was at 90%. Pt stated the batteries would pop up for 15 seconds then would go to no device found. Pt stated they are starting to get angry and aggravated with this issue - pt stated if they lose the therapy, they will be in so much pain. Agent sent email to repair to replace the recharger- agent will follow up. Pt plugged the replacement recharger into controller and saw unable to recharge screen. Agent had pt reset the controller - pt saw set up for implant screen. Pt entered passive recharge mode with middle number at 97. Agent put pt on hold for ~ 9 mins: screen advanced to the batteries screen for 1 second then went to no device found. Pt denied falls/trauma. Agent had pt put battery pack into the previous controller - pt saw memory problem screen. Pt saw memory problem screen. Controller was unlocked and pt saw no device found. Plug in rtm - pt pressed recharge and saw middle number at 98 in passive recharge mode. Agent put pt on hold for ~6 mins; pt still did not advance to the batteries screen. The pt stated that they have been working with mdt rep  and has not seen the hcp in over a year. Agent redirected to hcp to further address the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. It was reported that rep had the possession of the device "will be returning it once the account has signed off on the warranty claim. I will reply with a tracking number once I drop it off at fedex. What is the reference number that I need to include on the documentation for the product return?".

Manufacturer narrative:
H3: product ID# 97715, s/n:(B)(6) was returned for analysis. Destructive analysis of the implantable neurostimulator (ins) identified that the antenna coil was detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 has been updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep has attached an additional data report from interrogating the patient's device at his pre-op appointment for ipg battery replacement. Rep was able to confirm both the patient controller and clinician tablet communicator still loses telemetry when further than 12-18 inches from the ipg. The patient is scheduled for replacement on (B)(6) 2025.